Event description:
My mother was diagnosed with afib in (B)(6) 2014 and was prescribed xeralto. She had a stroke in (B)(6) 2014 from the xeralto and was deemed not suitable for blood thinners. Doctors performed the lariat heart procedure in (B)(6) 2014. Three days after the procedure she went back into the hospital for about 2 weeks for a severe afib episode. She needed 2 procedures to return her heart back to normal sinus rhythm. She was brought back into hospital on (B)(6) 2015 and died (B)(6).